Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was corrupt memory in an integrated circuit (ic) chip, designator u2, located on the digital pcb assembly. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.